Event description:
The customer reported that this right ventricular (rv) lead was surgically abandoned (capped) and was successfully replaced, due to high impedance measurements of 1400 ohms. To date, no adverse pt effects were reported.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.